Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: h6 (medical device problem code) due to character limit in block e1 telephone number : (B)(6). The issue was resolved by immediately discontinuing the use of the intra aortic balloon pump as soon as the balloon rupture was identified, thereby preventing any further risk to the patient. The ruptured intra aortic balloon catheter was promptly removed and replaced with a new catheter and appropriate accessories to restore the intended counterpulsation support. Throughout the incident, the patient was closely monitored, and vital signs remained stable with no deterioration in clinical condition. Causes: iab leaks can result from the following cases: 1. Membrane perforations caused by: abrasions tears (penetration by sharp objects). 2. Catheter perforations sharp objects. Severe kinks. 3. Inner lumen breaks or kinks. 4. Tip leaks. 5. Rear seal leaks.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
It was reported that during use, the intra-aortic balloon ruptured. There was no harm to the patient.